Event description:
The customer reported an unspecified issue with the mx40 telemetry device. The bench repair technician found the mx40 telemetry device had no sound. No, there was no adverse event reported.